Manufacturer narrative:
The viperwire guide wire was received at csi for analysis. Visual examination confirmed the guide wire was fractured at the proximal solder bond. The proximal solder bond exhibited signs of having been spun over by the driveshaft of an orbital atherectomy device (oad). Scanning electron microscopy analysis revealed rotational and torsion marks on the fracture face, which indicate that torsional forces had been applied to the wire, causing the fracture. Rotational damage and flattened spring tip filars were observed at the proximal solder bond. This damage is consistent with fractures where the oad spun into the guide wire spring tip. At the conclusion of the device analysis, the reported event was confirmed. The root cause of the oad making contact with the guide wire spring tip was determined to be user error. It should be noted that the diamondback 360® coronary orbital atherectomy system instructions for use manual states "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Event description:
The orbital atherectomy device (oad) was selected for treatment of a lesion located on the distal side of the right coronary artery. The oad was operated on low speed for several treatment passes. The viperwire guide wire was removed after treatment, and fractured outside of the patient's body. It was reported that the oad may have contacted the guide wire. The patient was in good condition. Based on the results of the device analysis, this was determined to meet the definition of a reportable event.